Event description:
The patient was injected in the knee. The patient allegedly developed pain and swelling. The patient was treated with two different steroid anti-inflammatory medications.

Manufacturer narrative:
No lot number was relayed to manufacturer at time of report.